Event description:
It was reported that the implantable neurostimulator (ins) dropped from their back to their butt about 6 months prior to the report. It was noted that the system was working fine until it dropped. The reporter noted that the patient was unable to charge or read the ins with the patient programmer and the manufacturing representative was unable to charge or do telemetry with the clinician programmer, patient programmer or recharger. It was noted that the ins was very deep now and it was unknown why the ins dropped but original implantation was suspected. The reporter noted that it was uncomfortable for the patient to sit down and the patient was suffering. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 3998, lot# v036857v01, implanted: (B)(6) 2008, product type: lead. Product ID: 37082-60, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).